Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated glucose readings after breakfast and asked whether two meal announcements could be performed at once; she was advised to consult her healthcare provider due to the risk of hypoglycemia. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting without alerts or alarms and no medical intervention or hospitalization. Investigation included review of user-reported glucose values and device use context. Investigation of this case revealed no device malfunction or component issue and suggested user technique or meal announcement strategy as a possible contributing factor, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.